Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported four (4) instruments broke during a procedure. Case went smoothly and then when the reporter went to clean up, reporter had 2 instruments cold welded 2 each other in 2 separate occasions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the reporter had 4 instruments break during a procedure, case went smoothly and then when the reporter went to clean up, reporter had 2 instruments cold welded 2 each other in 2 separate occasions. A total of 4 instruments. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that reclaim assembly body was returned assemble to the reclaim assem upper pull rod. Additionally, the device exhibited an overall worn condition. A functional test was performed and revealed that the mating device is jammed and will no longer spin up and down the threads through the reclaim assembly body. The complaint condition was able to be replicated. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as off axis impactions which could have caused the mating device to be cross-threaded or applied forces before the involved devices are fully threaded. The overall complaint was confirmed as the observed condition of the reclaim assembly body would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: h4.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that nothing broke specifically, just stuck together. Instruments cannot be used if not taken a part so they were taken out of the rotation.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 (lot) and h4. Corrected: d4 (UDI). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.